Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device had no strength and low speed. As a result, there was delay in the surgical procedure. The amount of time of the delay was unknown. A spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.